Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the grafts were not returned to the manufacturer. A review of the device history records of the grafts indicated that the grafts were processed and inspected according to the procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. A review of the water permeability testing indicated values were well within product specifications. Three products from the reserve sample, collagen coated the same day and the same period than the complaint devices underwent water permeability testing. Tests results indicated values well below product specifications. Please note that the devices were not used in an approved indication. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the devices were not defective. A follow-up report will be submitted within 30 days upon receipt of any relevant information.

Event description:
During coronary bypass procedure, it was reported a blood oozing through the graft while the graft was used as an axillary conduit for arterial cannulation. The institution reported that similar event occurred with other grafts used in the same indication. No further information was provided with the exception of the product identifiers of a second graft.